Event description:
It was reported that balloon rupture occurred. A 9.0 x80, 75cm gladiator¿ balloon catheter was advanced to the lesion. The balloon was first inflated at 16 atmospheres. During the second inflation, it was noted that the balloon ruptured at 16-17 atmospheres after being inflated for 20 seconds. The device was removed from the patient's body. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a balloon catheter was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure and deflated prior to return. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified 15mm proximal to the tip and extended 85mm proximally along the balloon material. In addition at the proximal end it was noted that the balloon material was torn circumferentially but none of the balloon material had detached. The tear measured approximately 4mm in length. A visual and microscopic examination could find no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 9.0 x80, 75cm gladiator¿ balloon catheter was advanced to the lesion. The balloon was first inflated at 16 atmospheres. During the second inflation, it was noted that the balloon ruptured at 16-17 atmospheres after being inflated for 20 seconds. The device was removed from the patient's body. The procedure was completed with another of the same device.